Manufacturer narrative:
(B)(4). Upon review of additional information, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information requested and the following response was received: what is the safety package?: the package was not opened. A small plastic orange part of the reload was disconnected.

Event description:
It was reported that the reload came with the safety package opened. The product was not opened.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
.